Event description:
It was reported that during a polypectomy procedure, cutting difficulties were encountered. The polyp was located in the stomach. The sensation micro oval polypectomy snare was advanced to the polyp, however, upon attempting to remove the polyp the snare was unable to make a clean cut and tore the patient's tissue. The physician applied a new cautery cord, however, the same problem occurred. It was noted that there was no bleeding. No further intervention was performed. The patient's status is reported as "fine".

Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. No unfavorable trend has been found for this type of malfunction. The root cause of the reported event was unable to be determined.